Manufacturer narrative:
It was reported that on (B)(6) 2026, "this morning my 15 month old rollator broke; fortunately I was able to catch myself and prevent a fall". According to the customer, the customer sat on the rollator to get clothes out of a dryer and the "metal broke" and "the seat collapsed". It was reported that the customer was able to "hold on to the handlebars and did not fall." Customer originally stated she had no injury but went on to report she "did pull back muscles" and was "sore for a couple days". The customer reported no follow up care or medical intervention was required but customer did take advil. No additional details are available related to the customer reported issue. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that on (B)(6) 2026, "this morning my 15 month old rollator broke; fortunately I was able to catch myself and prevent a fall".